Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with bilateral recurrent corneal erosion eleven days post lasik. The patient noted upon waking feeling like there was a rock in the right eye and a little in the left eye as well. The left eye felt irritated but improving. It was hard to keep the eye open. The doctor started the patient on sodium chloride hypertonicity ophthalmic ointment and copious lubrication. The patient is scheduled for additional follow up. Additional information received reported on follow up the patient's visual acuity was much improved. The corneas were normal with the exception of a decreased tear breakup time. The patient was instructed to continue sodium chloride ointment at bedtime for two weeks and use preservative free artificial tears often and to call if symptoms get worse and do not continue improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).